Manufacturer narrative:
The complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior or related alarms or issues. The total daily dose was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. Deliveries performed during investigation were recorded accurately in the pump¿s history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue. It was reported that the patient's blood glucose below 70 mg/dl and above 40 mg/dl without signs or symptoms of hypoglycemia. This reported health event does not qualify as a serious injury. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the issue remained unresolved.